Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a failure of the quik-combo therapy cable assembly.  Proper device operation was confirmed after replacing the quik-combo therapy cable assembly with a new cable from the customer's existing inventory.  The device was then returned to the customer for use.    The removed therapy cable was discarded by the customer and not available for further analysis.

Event description:
The customer contacted physio-control and reported that during a patient event they shocked the patient successfully one time.  Following the initial shock, medical personnel attempted to charge the device in order to shock again; however, it would no longer recognize that the patient was connected to the device via a therapy cable and defibrillation electrodes (brand unknown). A backup device was obtained and used for the remainder of the event.  The delay in obtaining the backup device was approximately one minute.  Medical personnel shocked the patient two more times.   The patient did not survive the event.